Event description:
It was reported that a patient underwent a single hole laparoscopic appendectomy under general anesthesia with tracheal intubation surgery on (B)(6) 2023 and suture was used. It was found that the suture was broken in the middle, leaving about 10cm long and unusable. Immediately reopened another suture. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: " was there any adverse consequence associated with the patient? If applicable, how long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? If applicable, was there any change in the patient¿s post operative care due to the prolonged procedure? Did wound dehiscence occur? Did infection occur?" To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.